Event description:
It was reported that the insulin pump is cracked at the battery compartment. It was also reported that the esc button on the insulin pump has an intermittent response. It was stated that the device might have been dropped or exposed to moisture. No damage found on the drive support cap. Blood glucose value is unknown. It was advised that the customer discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons are functioning properly however, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube thread.